Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 14-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that both leads migrated. The patient had a fall down the steps of their deck and an x-ray was taken to confirm lead migration. It was noted that the physician may revise the leads if the patient was on board with the plan. The issue was not resolved at the time of the report. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that she fell off the deck and onto her back. The patient reported that she noticed a few days later the stimulation wasn't working. The patient reported that she went to the healthcare provider (hcp) and noticed the leads weren't hooked up. The patient reported that the hcp went in and ¿dug them out¿ and hooked them back up again. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the surgery was being scheduled and there was no date yet. No further complications were reported.